Event description:
It was reported that the patient's right ventricular (rv) lead was exhibiting low pacing impedance. The rv lead was capped and replaced with an alternate lead on (B)(6) 2022. The patient was stable.